Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a surgery to remove the spectra penile prosthesis cylinder from the left corpus due to infection. The right cylinder remained implanted. On (B)(6) 2016 surgery was performed and another spectra cylinder was implanted into the left corpus. No additional patient complications were reported in relation to this event.